Manufacturer narrative:
Complaint type is being monitored and analyzed. Tegaderm chg complaints are significantly reducing based on number of units sold. The 3m's updates to the package insert, additional instruction sheets, and educational programs are being effective in ensuring optimal use of the product.

Event description:
Customer states patient was receiving antibiotics and IV fluids through cvc in l. Subclavian. The 1657 tegaderm chg from kit covered the insertion site. Dressing had been in place for more than 24 hours and multiple dressing changes had been completed. Patient showed third spacing and had significant drainage requiring daily dressing changes of tegaderm chg. Nurse alleges patient developed "redness and discharge under gel pad with small satellite wounds. One hundred percent adhered yellow eschar with no granulating tissue" under chg gel pad. Catheter was removed in response to skin condition. Cultures of catheter tip returned negative for growth. Skin condition was improving and no further treatment was needed.